Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen was hard to see. Customer stated the insulin pump had blank display. The customer stated that the battery cap and compartment were corroded. Customer stated display returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window and stripped battery coin slot noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display noted. No corrosion on battery compartment or battery cap noted. (B)(4).